Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was diagnosed as in ventricular fibrillation and the device was used to deliver a 200 joule countershock. According to the reporter, except for the monitor screen, the device locked up and would not respond to keypresses. A backup was called for, but the pt was not resuscitated.